Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed subsidence. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2011: patient presented with the pre-op diagnosis: degenerative l4-5 spondylolistheses. L4-5 spinal stenosis. Patient underwent following procedures: minimally invasive l4, l5 laminectomy with bilateral facetectomy. Right l4-5 transforaminal lumbar interbody fusion. Posterolateral spinal fusion with instrumentation, right l4-5 . Use of local bone graft. Use of bmp-2. As per op-notes: at this point, all bone graft had been saved in a lukens bone trap and was placed on the back table. The interbody space was identified under lateral fluoroscopic imaging. Sequential end-plate cutters were then used to prepare the end-plates. A 12 x 27 mm cage was filled with rhbmp-2/acs and local bone graft. Bone was placed anterior to the cage in the intervertebral space. The cage was then gently impacted into the intervertebral space. The transverse processes were then decorticated. Pedicle screws were placed into the right l4 and l5 pedicle measuring 6.0 x 45 mm. A burrito sponge composed of collagen/ rhbmp-2 and local bone graft was then placed into the posterolateral gutter. Compression was placed across the graft, and the wound was then closed in layers. Vicryl 0 was used in a figure-of-eight fashion to reapproximate the deep fascia. Vicryl 2-0 was used in buried fashion to reapproximate the subcutaneous tissue. Monocryl 3-0 was used on the skin. Patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.